Event description:
Caller alleged imprecision with inratio meter. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.8; lab: 2.0. Inratio: 1.5; lab: 2.0.

Manufacturer narrative:
Investigation pending.